Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), observing scope communication errors b30 and e216 when using evis exera iii video system center during an unknown procedure. The procedure was completed using a different device. There were no reports of patient/user harm or procedural delay (no extension of anesthesia or sedation) regarding this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was provided troubleshooting steps at the time of the initial call. According to the customer, there were six procedure rooms total and only three appeared to be affected. The scopes used in those rooms were reportedly used in all six rooms. The customer had not tested the scopes in the three other working rooms. Tac instructed the customer to test the subject device and the scopes in the three working rooms to attempt to isolate the device causing the errors. During follow up regarding this event, the customer believed that the failure was isolated to pcf-h190dl scope (serial number (B)(6)). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.